Manufacturer narrative:
On (B)(6) 2021 the recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and photographic imaging inspections. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient underwent repositioning surgery on (B)(6) 2021. The recipient's device was explanted. The recipient was not reimplanted. No medical intervention was needed prior to surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent device repositioning surgery due to device migration. The recipient is now experiencing decreased performance. Programming adjustments were made. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.